Event description:
The reporter contacted animas on (B)(6) 2013 reporting that for the past two months the up and down buttons had a delayed response. The reporter denied any damage to the keypad and no moisture exposure to the pump. The patient reportedly wore the pump exterior to a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were worn and the keypad was intact. The up, down and contrast were intermittently unresponsive and required multiple hard presses to elicit a response and the ok button responded appropriately. Evaluation revealed there was contamination under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.